Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery while trying to fill the pump. The customer's blood glucose level was 149 mg/dl at the time of the call. The customer stated that they changed the set but did not want to return the infusion set or reservoir back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.